Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additionally, to provide a correction to the initial a3, e1, e2, e3 and to provide an update to b5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. Furthermore, the subject device was not returned, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the subject device was not inspected. The setting mode and output value are as follows: pulse cut first effect 10w and forced core effect 30w. After the polypectomy, bleeding did not stop, therefore a clip and ligature were used to stop the bleeding, and the patient was transported to another hospital for hospitalization and observation. After that, the patient was discharged from the hospital after confirming that there was no bleeding.

Manufacturer narrative:
E1 establishment name: department of gastroenterology, (B)(6) medical corporation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during polypectomy procedure using this generator and non-olympus snare, they performed local injection without using a clip to remove the polyp. After that, the bleeding was stopped with a hemostatic clip. The procedure was completed as planned. The patient developed melena after returning home. The patient was examined and underwent an endoscopy at a later date. It has been confirmed that the excision site clip is attached. No other health damage was confirmed. There were no reports of further patient or user harm associated with this event.